Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction scope communication error b30 would likely be due to failure of the output connector, and for the malfunction of liquid penetration would be due to debris in the output connector air tube from a low pneumatic pump. When the light source air pump is activated, liquid leaks from the plug connection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the xenon light source exhibited faulty scope socket giving scope communication error b30. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.